Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) was used to capture bursitis and surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient has experienced significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in blood stream, conscious pain and suffering, and loss of earnings. Ppf alleges metal wear/metallosis and elevated metal ions. After review of medical records, patient was revised to address right failed total hip arthroplasty with adverse local tissue reaction secondary to metal-on-metal implants and osteolysis. Revision notes reported trunnionosis and black metal debris around the trunnion and femoral head. MRI reported evidence of greater trochanter bursitis. Doi: (B)(6) 2005 - dor: (B)(6) 2014 (right hip).